Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis indicated that the deflate button did not appear to be in the correct position. He had attempted various troubleshooting techniques to no avail. The patient understood how to attempt to inflate the device but stated that with the initial depression of the pump, he consistently experienced pain at the pump site. The patient was referred to the physician and manufacturer's rep for further follow up. No further patient complications were reported.